Event description:
It was reported that the #6 key on a keypad is stuck.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and could not reproduce a stuck #6 key. Further engineering evaluation and an anomaly on the circuit layer under the #6 key was observed. A short existed in this area at one time, however, marks in this area indicate an attempt to remove the short. The short was a result of a manufacturing defect. At this time, the date of event is unknown.